Manufacturer narrative:
Additional information related to the event will be available after completion of investigation activities, which would be addressed in a follow-up report.

Event description:
After cpb and during deprimming the customer noticed that the glycol had turned in grey. Because this event happened end of the case, product were not replaced. Consequences: residual blood has been washed by cellsaver.

Manufacturer narrative:
Visual inspection and defect identification: two symmetrical holes were found in the central area of the device where the knurled pattern changes direction. Scanning electron microscopy (sem): sem imaging was used to characterize the dimensions of the holes (approximately 100 microns) and to obtain details of the metal sheet surface near the holes. Fluid test results: testing confirmed that even with the holes present, under worst-case conditions, flow occurs from blood to htf, ensuring that no htf can enter the blood compartment. This is due to the frosty design: htf is drawn out of the heat exchanger, so the pressure inside the htf compartment is always negative, while the blood compartment is always under positive pressure. As a result, the pressure differential across the metal sheet guarantees that only blood can enter the htf compartment, not vice versa. A final and complete report will be released when all the results will be available.

Event description:
After cpb and during deprimming the customer noticed that the glycol had turned in grey. Because this event happened end of the case, product were not replaced. Consequences: residual blood has been washed by cellsaver.

Event description:
After cpb and during deprimming the customer noticed that the glycol had turned in grey. Because this event happened end of the case, product were not replaced. Consequences: residual blood has been washed by cellsaver.

Manufacturer narrative:
Refer to qhcx0501_investigation_rmd_preliminary for partial conclusions.